Manufacturer narrative:
(B)(4). Date of follow-up report : 11/04/2015 one ultrasonic dissector was returned for evaluation. A visual inspection of the dissector revealed that the device had been used. Qa lab generator and battery test samples were attached to the returned dissector. The assembled device returned a green light and a welcome tone but immediately returned a red led indicator with an error tone (alarm activation) when the device was activated specifying the device is not functional. The reported condition of the device having stopped working was confirmed. The waveguide was inspected under magnification and the origin of the crack was identified. Covidien investigation personnel concluded that the titanium waveguide was in use when it cracked and may have come in contact with any of the following; hemostats, clips, staples, retractors, etc. During use. Device use after damage can cause the cracked waveguide to break off. The device instructions for use currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. Contact with metal objects during use will cause the active blade to crack and may eventually break off. This issue is specific to ultrasonic dissectors.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the system provided a red light and stopped working during a case. The procedure was extended longer than 30 minutes. There was no patient injury.